Manufacturer narrative:
The customer¿s reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 09/19/2019 to 09/16/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the motor control board.

Event description:
It was reported that the device will not turn on. There was no patient involvement.